Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.